Event description:
It was reported by facility that inflation could not be maintained on one, size 8lpc, low pressure cuffed tracheostomy tube. Limited info is available regarding the reported event, the pt, device usage and maintenance. It is unk whether the device was pre-tested prior to intubation, how long the device was in use or what type of device maintenance was practiced. There was one pt involvement with no reported pt injury. One size 8lpc device was returned to the MFR for decontamintion, analysis and investigation on 05/19/98.